Manufacturer narrative:
On 8/5/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis: customer stated the instrument will not be sent back for further evaluation. Failure analysis cannot be performed based on the lack of information provided by the customer. The needle was not returned for further evaluation. Device history evaluation: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. The needle holder was not returned for further evaluation.

Event description:
Customer initially reports a piece of the needle holder broke off while doing a posterior enterocele repair. Both of the pieces thought to be recovered. On (B)(6) 2016 customer reports, no harm done, no further information available.